Event description:
It was reported that the bdsyringe 3ml ll w/ndl 25x5/8 rb the needle broke off during use. Verbatim: syringe for drawing up medication/vaccines broke. I went to pull the cap off the drawing up needle and the blue part broke. The needle stayed stuck in the cap but the part that connects the syringe to needle was still connected. The blue part of needle shouldn't have broke. Couldn't have been prevented. I put sharp in sharps and threw away syringe and got a new one to draw up the vaccine I needed.

Manufacturer narrative:
H.6. Investigation: three photos of a loose 3ml syringe with a blue hub attached were received and evaluated. It was observed in all photos the hub attached to the syringe was twisted and broken, which was rejectable per product specification. Potential root cause for the twisted hub defect is associated with the assembly process. It is possible the torque setting on the needle nest was too high causing the hub to be overtightened and break. No corrective actions are necessary based on the defective rate identified. Batch 9095721 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
The customer's state is unknown.(B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed

Event description:
It was reported that the bdsyringe 3ml ll w/ndl 25x5/8 rb the needle broke off during use. Verbatim: syringe for drawing up medication/vaccines broke. I went to pull the cap off the drawing up needle and the blue part broke. The needle stayed stuck in the cap but the part that connects the syringe to needle was still connected. The blue part of needle shouldn't have broke. Couldn't have been prevented. I put sharp in sharps and threw away syringe and got a new one to draw up the vaccine I needed.